Manufacturer narrative:
30-nov-2020 - additional information received: the pk papyrus stent system was chosen for the treatment of a type iii coronary artery perforation after atherectomy. Overall it was decided to place six stents. After placing the first two stents it was decided to place and deploy the pk papyrus 3.0/26 stent system more distally but it did not seal the perforation properly. Thus another stent was deployed inside the pk papyrus. However the patient suffered a cardial tamponade and died day of procedure, (B)(6) 2020, but not related to device.

Event description:
It was attempted to treat a perforation with the pk papyrus stent system but it did not seal the distal perforation properly. Thus another stent was deployed inside the pk papyrus and sealed the perforation.

Manufacturer narrative:
(B)(6) 2020 - additional information received: the pk papyrus stent system was chosen for the treatment of a type iii coronary artery perforation after atherectomy. Overall it was decided to place six stents. After placing the first two stents it was decided to place and deploy the pk papyrus 3.0/26 stent system more distally but it did not seal the perforation properly. Thus another stent was deployed inside the pk papyrus. However the patient suffered a cardial tamponade and died day of procedure, (B)(6) 2020, but not related to device. Neither the complaint instrument nor the angiographic material was returned for analysis. The affected stent was implanted in the target lesion. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be identified.